Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the radiologic technologist had difficulty while attempting to remove the penumbra system ace 64 hi-flow kit (kit) tubing flow switch. It was reported that the radiologic technologist hands were slippery and the switch did not come off easily. Consequently, the tubing flow switch became bent. The tubing flow switch bent prior to use and therefore, the tubing was not used for the procedure. The procedure was completed using a new penumbra system ace 64 hi-flow kit.